Event description:
As reported by the edwards lifesciences affiliate in australia, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve, resistance was encountered during advancement of the delivery system with valve through the 14fr esheath+. A narrowed iliac artery was noted. The delivery system with valve was able to exit the tip of the esheath+. When positioned at the annulus, on the ventricular skirt side, a bent valve strut was noted. A decision was made to proceed with valve deployment, and the valve was implanted in the intended position. The delivery system was removed through the esheath+, and the esheath+ was subsequently removed with no damage observed. There was no patient injury, and the patient was reported to be in stable condition.

Manufacturer narrative:
The investigation is ongoing.